Event description:
It was reported that the permanent cautery hook instrument stopped responding during a da vinci hysterectomy with bilateral salpingo procedure. It was noted that the wire was exposed and a backup instrument was used to complete the planned procedure. No fragments fell into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that intuitive motion was not being experienced because the pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The clevis did not exhibit any damage or wear marks. The instrument passed electrical continuity testing. No other damage was found.